Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
The device had been implanted for 5.5 years and showed low battery when interrogated by the pt programmer. At replacement surgery, the battery showed ok with 48 months longevity remaining. It was also noted that electrode 0 had impedance out of range which resolved with the battery replacement. Following surgery, the pt was doing well and was happy with the stimulation.